Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: there was no damage or peeling observed to the keypad. During testing, all of the keypad buttons were intermittently unresponsive. The keypad was removed and contamination was found under the all button contacts. Unrelated to the complaint, the display was dim and discolored; the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a keypad button issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.